Manufacturer narrative:
Inspected two opened and used sensors and found both sensor needles separated from sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that there were no electrode parts after insertion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.